Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a ¿mist¿ or haze emitting from the sterrad 100s sterilizer after a cycle cancellation. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra), and functional analysis. Trending analysis of the haze/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were returned and tested. The unit pumped down normally without any smoke or odor and successfully completed a cycle. The return of the catalytic converter and oil mist filter could not be confirmed. The assignable cause of the haze/mist issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).